Event description:
Additional information was received indicating that there was also an increase in capture threshold and an allegation of lead damage on the right ventricular (rv) lead. Diagnostic imaging was not performed, therefore, the lead damage was unable to be confirmed. The device was reprogrammed until the lead revision was performed. The rv lead was capped and replaced to resolve the event. There were no adverse consequences reported for the patient.

Event description:
It was reported that there were episodes of noise that resulted in oversensing and inhibition of pacing on the right ventricular channel. An increase in the autocapture trend was also noted. Other electrical parameters were stable and in range. Diagnostic testing and reprogramming are anticipated to resolve the event. No intervention has been performed at this time. There were no adverse consequences reported for the patient.